Event description:
A report was received that the patient's ipg was replaced because it was unable to hold a charge and the ipg would get warm.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performances tests. The device exhibits normal device characteristics.

Event description:
A report was received that the patient's ipg was replaced because it was unable to hold a charge and the ipg would get warm.